Event description:
On december 21, 2007, the lay user/pt contacted lifescan alleging an "other message" issue with her one touch ultra meter. The customer service representative (csr) noted that the alleged issue was resolved with training. Replacement products were sent to the pt. The medical affairs specialist (mas) spoke with the pt on january 5, 2008 and obtained the following info: the pt tests her blood glucose levels once a day in the morning and takes oral diabetes medications (glyburide and metformin). The pt indicated that she had been unable to test with her meter after she replaced her battery because the meter "would not accept the strip:" she was unable to recall the exact issue. She had been unable to test her blood glucose for approx 3 weeks, prior to when she called us on december 21, 2007, but continued taking her diabetes medications as usual. The pt denied receiving any medical attention during the time period she was unable to test; however, she stated that on multiple occasions she has had low blood glucose symptoms of hot flashes, sweats, and feeling to the stomach at different times of the day. She reported that having these symptoms indicated she is hypoglycemic. She ate peanut butter and crackers to bring her blood glucose levels up, which relieved her symptoms. The pt was unable to recall the events that led to her symptoms. This complaint is being reported because the pt alleged she was unable to test approx for 3 weeks and later became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental reported.